Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. The returned meter and strips were tested in comparison to a master lot strips. Qc 1: 2.4 inr , qc 2: 2.4 inr , qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 0%. Customer was not confident that the blood was tested within 15 seconds of the finger stick. This is known to cause inaccurate results. The result of 5.9 inr alleged by the customer was not observed in the meter¿s patient result memory. Relevant retention test strips (lot 353497) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). This medwatch is for test strip lot 35349723. Refer to the medwatch with patient identifier (B)(6) for the other test strip lot involved. Using test strip lot 36143823, the result from the meter was 5.3 inr and the results from the laboratory was 3.2 inr. On (B)(6) 2019 at 3:45 pm, the laboratory result was 2.4 inr. Using test strip lot 35349723, the result from the meter at 4:05 pm was 5.9 inr. The laboratory reagent and analyzer was not known. There was no allegation of an adverse event. The therapeutic range was 2.5 to 3.5 inr. The customer was not currently anemic or polycythemic, had no antiphospholipid antibodies, not using any direct thrombin inhibitors, had started new medications, had no change to diet, no illness, and had some symptoms of bruising and bleeding, but did not seeking medical treatment. The suspect product was requested to be returned for investigation. Replacement product was sent.